Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the device was checked while still in the box, a manual capacitor maintenance was performed and long charge time was observed. The device was not used.